Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received an inappropriate shock due to oversensing of noise on the right ventricular (rv) channel. Intermittent loss of capture, high thresholds, and a high out of range pacing impedance measurement of greater than 2000 ohms was also noted. Surgical intervention was performed and the rv lead was abandoned. No additional adverse patient effects were reported.